Event description:
It was reported that the patient experienced diaphragmatic stimulation. A chest x-ray revealed that the left ventricular lead had dislodged into the atrium. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.